Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (enc452200, 9751057) was impeded in the introducer and could not advance any more. The doctor only retracted the stent alone; the stent was found detached from the delivery wire in the introducer. The doctor removed the stent and the prowler select plus 150/5cm microcatheter (606s255x, 31606048) from the patient and switched new devices to complete the procedure. There was no patient injury reported. Additional event information received on 11-nov-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was prolonged/delayed due to the event; however, it did not result in any patient consequence. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 22mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was detached from the delivery wire and stuck in the proximal end of the introducer. No appearance of damage was observed. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The detached condition of the stent suggests that the delivery wire was pushed or retracted against resistance sufficiently to release the stent inside the introducer. Therefore, the customer complaint can be confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: - if resistance is met during manipulation, determine the cause of resistance before proceeding. - do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (enc452200, 9751057) was impeded in the introducer and could not advance any more. The doctor only retracted the stent alone; the stent was found detached from the delivery wire in the introducer. The doctor removed the stent and the prowler select plus 150/5cm microcatheter (606s255x, 31606048) from the patient and switched new devices to complete the procedure. There was no patient injury reported. Additional event information received on 11-nov-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was prolonged/delayed due to the event; however, it did not result in any patient consequence.